Manufacturer narrative:
(B)(4). Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after mixing the cement it set quicker than usually expected. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2- japan this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h2; h3; h6; h10. Product was not returned or pictures not provided. Device evaluation could not be performed. A retain sample of the batch has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.